Manufacturer narrative:
The report we received indicated that there was balloon/leakage, rupture/rupture. The target lesion was shunt-anastomosis of right ulnar vein and ulnar artery. There was slight calcification and 90% stenosis. The vessel was moderately tortuous. Venous approach. Contrast medium leakage was shown on the image when the pressure was raised to 10atm. The ruptured bc was removed from the patient body and another thrill ((B)(4)) was used instead. The procedure was completed successfully. There were no adverse effects to the patient. The product was returned for evaluation and testing; however, the engineering valuation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
Balloon burst.